Manufacturer narrative:
A patient experienced, shocking sensation at ipg site was reported to abbott. As a result, the ipg was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing a shocking sensation at the ipg site when therapy was enabled. In turn, the patient underwent surgical intervention wherein the drg ipg was explanted and replaced to address the issue.